Event description:
Rn reported that during a patient treatment with an althin-baxter system 1000 hemodialysis device the arterial level adjust system button was pressed and stuck in the down position. The device alarmed as air was seen at the arterial access and continued all the way up to the dialyzer. The pt was admitted to the hospital for observation although there was no pt injury or medical intervention.